Event description:
Boston scientific received information that this patient who had been lost to follow up, had been found unresponsive at home. It is unknown for how long, and the cause. The system remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.